Event description:
Additional information received identified the app was updated to address the early replacement indicator (eri) issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017.

Event description:
T was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The wireless software update is pending to clear the eri message. The device is providing therapy.